Event description:
Contact reports the instrument broke during use, resulting in a delay of 120 minutes in the surgical procedure.

Event description:
On 02/2006 , depuy spine learned that a second viper holder , catalog 296730100, from the same lot 0605mi, also broke during the same event. The delay in notification is due to a language barrier that resulted in misunderstanding of the full nature of the event.

Manufacturer narrative:
Visual examination of the returned rod holders confirmed the foot sections/tips of the instruments had broken off. The broken portions were not returned for evaluation. The cause of breakage cannot be positively determined, however, breakage of the tip can result from excessive force being applied during use. Care must be taken to ensure that the device is not over- tightened and that the rod is in proper alignment with the screw head during placement. A review of the device history records (DHR) found no discrepancies. At this time, the complaint is considered to be closed.